Event description:
The customer reported a failure of the ECG trunk cable. The customer did not report any patient/user involvement.

Manufacturer narrative:
.

Event description:
The customer reported several device failures, red x appearing in the display and reported the a failure of the ECG cables. The customer did not report any patient/user involvement.

Manufacturer narrative:
An ECG leads related issue could prevent demand mode pacing or delay therapy/treatment. We are still in the process of assessing if there's a risk to health. This complaint is being reported in order to meet the reporting deadlines. A follow up report will be submitted once the investigation is complete.